Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
The patient visited the emergency room due to a possible infection on the infusion site (leg). The pod was worn between 36 and 48 hours. Reported symptoms include heat, swelling, redness and irritation at the site. The patient was already taking antibiotics (clindamycin) from a previous infection. Medical professionals provided additional treatment for hives, which she had recently developed for an unknown reason. She was given steroids and antihistamines. The patient was diagnosed with skin irritation. The patient was discharged after 4 hours, and a new pod was placed.